Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm external ram crc error and unexpected alarm. Customer's blood glucose at time of incident was 300 mg/dl. Customer stated alarm did not occur during the rewind/prime sequence. Customer was advised that the error table indicates the pump should be replaced. Customer was advised the pump will need to be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 300 mg/dl. The customer was treated for high blood glucose with manual injection. Customer declined high blood glucose troubleshooting.